Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their equipment was not working. Patient stated they had been trying to charge their implant for 2 hours and couldn't get it to work. Patient said when they got up this morning, and the controller was completely dead, which they said shouldn't happen. Patient also said they charged the controller to 100% yesterday, but when they woke up today, the battery was in the red and it took forever to get any kind of charge to their implanted device whatsoever. Patient mentioned they were so frustrated by the equipment not working, that they were going to see about getting the implant removed. Patient stated the controller would deplete rapidly when charging the implant, then the controller screen would go all white and unresponsive, where they had to keep resetting the controller. Patient also noted that they would get a battery error where they had to keep resetting the controller. Upon further clarification, patient confirmed they were seeing the replace controller batteries message. Patient stated when they do charge the implant it takes forever, where they sit still for 2.5 hours, and the controller will display poor recharge quality, or sit and spin on looking for a device and checking recharge quality. Agent had patient reset controller by removing the battery pack and plugging the controller into the ac power supply. Patient confirmed green light was flashing on controller after battery pack was reinserted. Patient inspected controller port and battery compartment  but did not see any damage. Patient blew air into controller port to clear any possible debris. Patient then connected recharger and reported seeing poor recharge quality. Patient mentioned that the paddle would heat up and get warm, but not hot/paddle gets hot. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
H3: the device 97755-s recharger, serial number (B)(6) was returned for product analysis. Analysis found no anomalies. Recharger (rtm) never got hot after running it for 10 mins and complaint was unverified wherein the device passed final functional test. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.